Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading was 360mg/dl. The caller mentioned that her husband was receiving no delivery alarms, and they were told that the insulin pump was not functioning. The wife was not with the customer at time of call, and troubleshooting could not be performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.